Manufacturer narrative:
The device was returned to the manufacturer for evaluation. It was found that the device was out of calibration only on the zero graft settings, the control bar was uneven, and the device was missing the fine adjustment cam. As part of preventative maintenance, the following parts were replaced; thickness lever seal and retaining ring, poppet assembly, bearings, motor and installed missing fine adjustment cam parts.

Event description:
It was reported that the zimmer air dermatome cuts too deep. There was no report of injury or adverse patient consequences associated with this incident.